Manufacturer narrative:
The customer requested a log review to validate the rate of the immunoglobulin infusion. The pcu event log shows that at 3:19 pm on 16 november 2016 the device was programmed to infuse a custom concentration of immune glob (ivig). The user entered 22.3gram for the drug amount, 223ml for the diluent volume, which made the concentration 0.1gram/ml. 55kg was entered for the patient weight, which made the dose 0.406gram/kg. A vtbi of 223 ml was entered and 6 hours and 45 minutes was entered for the duration, which made the rate 33ml/hr. The infusion ran until 4:26 pm when the device was paused. At 4:50 pm the device was programmed for a delay for 30 minutes; at 5:20 pm the ¿callback before infusion¿ alert occurred, and at 5:22 pm the device was channeled off which powered off the system. The volume recorded as being infused during this period was 32.89ml. The device was received in overall fair condition with the instrument seal intact; a small crack at the lower door hinge. Functional testing found the pump module to be delivering fluid within specification.

Event description:
The customer reported that a primary infusion of 22.3gm of immunoglobulin in 223 ml of an unspecified solution was programmed to infuse at 1mg/kg/min for 30 minutes, and then to be increased as tolerated by the patient to a maximum dose of 8mg/kg/min. The patient experienced rapid atrial fibrillation consistent with a reaction to the medication. The patient was transferred to the ICU and a cardizem infusion was started. The customer would like to validate the rate and dose programmed into the pump as they are questioning a programming error or if the patient had a reaction to the medication.